Manufacturer narrative:
The hill-rom tech found the bed's scale had been zeroed with the pt on the bed. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech zeroed the scale to resolve the issue. The tech thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not set. The bed was located in the basement of the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).